Event description:
Information received a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop filter leakage observed. No clinical consequence observed. Event occurred thrice.